Manufacturer narrative:
Although the initial event reported by the customer was that during a patient procedure a glidescope spectrum lopro s3 was producing a completely black image, the spectrum lopro s3 blade was not returned for analysis. Instead, the glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative tested the returned go monitor with a known good go disposable blade and did not observe a black screen. The camera image quality test was performed and passed. The usb charging port on the go monitor was found pushed in. The glidescope go monitor required replacement but the customer declined service. While the returned glidescope go monitor performed as intended, it should be noted that the glidescope spectrum lopro s3 used in the procedure was not returned to verathon for evaluation; therefore, the root cause could not be conclusively determined. The go monitor was returned to the customer as-is. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This complaint is the result of the reuse of device reportedly found to be faulty on (B)(6) 2021 (reported on cc (B)(4)). The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum lopro s3, the screen went black when the lopro s3 blade was in the patient's mouth. A delay in the procedure of approximately five (5) minutes occurred prior to the customer performing a manual intubation. No harm to the patient or user was reported.